Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgeries, he is seeing inflammatory response in four of his patients. He reported that at day one postoperatively, patients have clear and quiet anterior chamber; at day 5 postoperatively, he needed to provide a steroid to clear up the inflammation. The lenses remain implanted. This report is for 2nd patient.